Event description:
I am a type 2 diabetic. I use accu chek compact plus to check my blood sugar. Last night I received a very high incorrect reading with this glucometer of 458, which I did not believe to be true. I ran a controlled substance test which showed the meter was in proper range. I ran a second blood sugar test, which showed a blood sugar reading of about 120. I have experienced, what I believe to be other false high blood sugar readings, in the last month or so. Since I am on a sliding scale, I take what insulin depending on the results of the glucometer test. Less than a month ago, I woke up in the middle of the night, at about 3 am, not feeling right. I checked my blood sugar, it was 24! I am surprised that I did not pass out or go into a coma. I have contacted roche, the MFR of these glucometers in regards to this, but all they are going to do is to send me a new meter. I did locate on the FDA's web site, a notice of false highs in regards to these meters, with serial numbers beginning with gt, which all of the meters I have begin with. I feel that there are serious and life threatening problems with these meters. With a very low blood sugar, one can go into a coma and die. I believe these meters should be recalled and taken off the market. Dates of use: (B)(6) 2006 - (B)(6) 2011.